Event description:
It is reported that customer became unresponsive and that the nurse believed he was having a low blood glucose occurrence. Customer blood glucose was 193 mg/dl. Customer stated that he was treated by paramedics, who administered a glucagon shot. Nurse stated that she was not sure if customer was have a low blood episode or issue caused by customer not taking his seizure medication. Nurse requested assistance with insulin pump settings. Customer informed nurse that he was fasting, his morning blood glucose was 104 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.